Manufacturer narrative:
(B)(4). The device was manufactured 03/26/2018 - 03//27/2018. The device was received for evaluation. During visual inspection, the tubing was observed under the bands of the chamber; per specifications, the tubing bond must terminate between the bands of the drip chamber. Pressure and clear passage under water testing were performed and a leak was observed. The cause of the event was due to incorrect assembly of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a clearlink system continu-flo solution set a leak was observed. There was no patient involvement. No additional information is available.